Event description:
It was reported that a novum iq large volume pump had an improper infusion. The device was programmed to deliver 10% dextrose (d10) bolus as a secondary infusion. However, both primary (5ml/hr , volume to be infused (vtbi) of 250ml) and secondary tubing (200 ml/hr, vtbi of 100ml, piperacillin/tazobactam) were dripping. This occurred during patient infusion. The nurse changed the secondary bolus to "basic" which corrected to only infusing as a secondary. It was further noted that the initial secondary bolus was programmed at 999ml/hour and was eventually changed to 200ml/hour; the secondary ran as expected at the lower rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update the date to 02/25/2025. Additional information h6 (update codes), h11. H11: a review of the event history log identified secondary infusions started at 999ml/hr on the event date along with evidence of drug piperacillin-tazobactam use. The user did eventually change the secondary rate to 200 ml/hr. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.